Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that the patient's device was programmed off on (B)(6) 2008 and that clinic notes indicate the patient's seizures may be escalating. Review of device programming history found that the patient was receiving device stimulation (2.5ma) as of (B)(6) 2011. No further information was available past that date. Attempts to obtain additional relevant information have been unsuccessful to date. The clinic notes have not been received by manufacturer for review and the last known treating physician indicated that the patient is no longer being seen by that office and they have not further information to provide.